Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire properly. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.